Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system was showing that the x-ray batteries were failing. The system's batteries were replaced. This resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned to medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site moved their imaging system it would power down after a minute. The site would reboot the system, but it would power down again when they continued to try to move it. There was no patient present. A medtronic representative noted that the x-ray batteries needed to be replaced.